Event description:
The reporting periodontist stated that on 1/24/97 she performed a surgical procedure whereby she removed a falling ha graft from the distal aspect of tooth #4. Curettage and debridement of the tooth was performed. Another product was then placed into the defect followed by the placement of a barrier and then the periosteal flap. The reporting periodonist described the defect as a large, wide crater with the facial wall of bone intact and noted the procedure was uneventful. At the initial follow-up visit on 1/31/97, no symptoms were reported. At further follow-up on 2/14/97, the reporting periodontist noted there was exudate from the facial aspect of the surgical site, and the barrier had floated completely out of the site. On 2/21/97 in a follow-up visit, the periodontist noted no further exudate and the site was healing with a crater